Event description:
On (B)(6) 2013, it was reported by the hospital catheterization lab manager that on (B)(6) 2013, a patient allegedly received a radiation burn on her arm from the lateral x-ray tube.

Manufacturer narrative:
It was first reported to the toshiba customer engineer (ce) on (B)(4) 2013 that two patients allegedly received radiation burns during their exams and that the patient entrance dose levels on the lateral tube exceeded 10mr/min. Both exams were conducted by the same physician. It was reported to the ce by the cath lab manager that the exam conducted on (B)(6) 2013 was approximately 45 minutes in length and the fluoro time was approximately 55 minutes. The total dose received by the patient was: frontal - 434 cgycm2; lateral - 2389 cgycm2. On (B)(4) 2013, it was reported that the customer's physicist checked the patient entrance dose levels on the frontal and lateral tubes. The frontal was less than 10mr/min and the lateral exceeded 10mr/min by as much as .9mr/min. On (B)(4) 2013, the ce reported that he performed patient entrance exam dose level adjustments on both lateral and frontal and set them for 9.2 to 9.6 mr/min. It was reported that the customer's physicist checked the patient entrance dose levels after the adjustment and found them both to be less than 10mr/min. Previous patient entrance dose level adjustments, as part of scheduled preventative maintenance, were performed on the frontal tube on (B)(6) 2012 and (B)(6) 2012 for the lateral tube. The customer submitted a (B)(4) report for this incident ((B)(4)). Note: a medwatch is also being submitted for the patient who received radiation burns on (b)(6 2012 (medwatch 2020563-2013-0002).